Manufacturer narrative:
The customer¿s complaint of two pcus alarming with error code 133.6080 after being remediated by service was confirmed; however the error was only replicated on s/(B)(4) during the investigation. A review of the logs for pcu s/n (B)(4) indicated the error event produced as a result of a completely depleted battery and most likely a discharged super cap. A log analysis showed that the pcu was not charged prior to the unit being turning on or after the error event was experienced. Pcu s/n (B)(4) did not exhibit any errors associated to the reported incident after being charged properly during testing. Log retrieval for pcu s/n (B)(4) was not possible since the unit alarmed immediately after being turned on during the investigation. The error condition of this device was identified attributed to a cold solder joint on the negative lead of the super cap located on the logic board. Risk assessment: per the product risk assessment (B)(4) , no risk assessment is deemed necessary. CAPA: n/a. Appendix: the following equipment was used during the investigation below: test equipment (B)(4) cal/maintenance due date, pcu (B)(4) 17 feb 2018, fluke digital multimeter (B)(4) 25 jul 2018. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference:(B)(4).

Event description:
The customer reported that after two pc units were remediated by the service depot; they each alarmed with the error code 133.6080 when powered on for check-in. The error had not occurred prior to remediation. There was no report of patient involvement.